Event description:
It was reported that the wake button has been persistently difficult to press, and required multiple presses to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.